Event description:
Patient's family member called lfs in 2003 alleging patient's ot ultra would intermittently prompt an error 5 message. Patient's family member asked when was the last time the patient was able to test on the meter and they responded that patient has always been able to test on the meter but it would take a few attempts before it would give a result. The patient woke up one morning approximately 2 weeks ago and was experiencing high blood sugar symptoms (vomiting and passing out). Attempted to test numerous times on the meter due to error 5 message and was finally able to obtain a result of 584 mg/dl. Uses an insulin pump and adjusted insulin based on the reading. Did not eat breakfast. Patient's friend called the nurse at the health center on campus. The nurse arrived and gave the patient a shot of insulin and called the paramedics. The patient was able to test blood sugar before the paramedics arrived and noticed that blood sugar was beginning to decrease. The pramedics did not treat patient nor did they take them to the hospital. The patient discovered that the catheter for insulin pump became detached from abdomen possibly during the night. Patient's family member was not willing to provide further information.